Event description:
It was reported that the driver tip sheered off in the screw head. On (B)(6) 2023, the patient presented for examination after final prosthesis delivery on tooth #31. The provider was removing the implant due to infection and loss of osseointegration when the tip sheered off. As a result, the provider had to remove the prosthesis and implant together. There was no patient injury.

Manufacturer narrative:
This report captures the event related to the broken driver. The report for the implantable device is captured in mw 3011649314-2023-00774. Section d: additional product information has been requested but not provided. D6a/d6b: the device is not implantable; therefore, this field does not apply. CAPA ca-00016. Manufacturer reference: (B)(4).